Manufacturer narrative:
A complete lead was returned in one-piece measuring 52.3cm. Analysis was normal. No lead problem found.

Event description:
It was reported that during implant, the right ventricular lead exhibited high pacing impedance and high capture threshold. A different lead was used to complete the procedure. The patient was stable.